Event description:
It was reported that the system 9800 displayed a low ma error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The snubber circuit board was found to be defective. The circuit board was replaced and all high voltage connections were cleaned and regreased. The filament was calibrated. The system was tested and found to be working as intended and placed back into service.